Event description:
The pt had a MRI procedure performed on him. Pt had nurse call bell button. The pt complained to the technologist about feeling warm. They brought the pt out of the sys and then placed padding under the mr cable. The exam was then continued and when it was completed, technologists were getting him off the table and they saw a blister (5 x 3.5 cm) on the pt's anterior upper right thigh.